Manufacturer narrative:
The initial reporter named a getinge employee who has different contact details from that of the event site. Please refer to the following email and phone number: (B)(6). The getinge field service engineer (fse) that encountered the issue replaced the 2500 hour pm kit and discovered metal shavings with the pump assembly upon removal of pressure and vacuum heads. To fix the issue, the fse replaced the pump assembly. Pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed pneumatics performance test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed pneumatics performance test. There was no patient involvement, and no adverse event reported.